Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was oversensing of noise observed on the right ventricular (rv) channel causing pacing inhibition. System testing was unable to reproduce any noise. The physician thought the position of the rv lead near the tricuspid valve may be contributing to the reported clinical observations. Surgical intervention was performed and the rv lead was abandoned. No additional adverse patient effects were reported.